Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: our evaluation of the returned device confirmed the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that was placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (olympus model number tjf-160v). Difficulty advancing the device down the duodenoscope was encountered, a cause of the difficulty could not be determined. The catheter exited the endoscope with the cutting wire facing 3 o¿clock. Prior to being bowed, the distal end entered the simulated papilla. The device was then bowed and the cutting wire was facing 1 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was observed. Liquid was observed inside of the catheter. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use include the following system preparation "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip. Note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device. Note: do not exercise handle while device is coiled or precurved stylet is in place as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician prepared a cook tri-tome pc triple lumen sphincterotome. The physician detected the distal end of the cutting wire twisted before use. The device returned on 05/18/2020 and it had evidence of use. Clarification was requested from the customer, but still it was noted this happened prior to use. This occurred prior to patient contact; there was no impact to the patient.